Manufacturer narrative:
Two bivona tubes neo/ped flextend were received without their original packaging inside a ziploc bag. The samples were in used condition. Visual inspection was performed at 12" under normal conditions of illumination in order to detect any damage on the part. It was observed that samples had a split on the flange eyelet. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. After a review of the different verifications that are performed during the manufacturing process to detect damage components, the most probable root cause is that damaged occurred after the product left the shm facility.

Event description:
It was reported that the flanges of the bivona uncuffed pediatric flex tend (size 4) tracheostomy tube, became detached after the patient pulled on the tube. This event necessitated a tracheostomy change. No further complications were reported in connection with this incident.